Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing and high pacing impedance. It was also found that the lead was fractured. The lead was explanted and replaced. The patient was stable.